Manufacturer narrative:
Pc-(B)(4). Date sent: (B)(6) 2022. Batch # u5a19j. Component code = mechanical (g04) device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no reload present. Upon visual inspection, the anvil partially detached from the proximal end was noted due to that the anvil posts on this area appear to be damaged as if the anvil was pulled out off the device. The event reported was confirmed and due to the condition of the staple height selector and the anvil, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during an unknown event, the device broke. No patient consequences were reported.